Event description:
Rptr suspects rod or screw is broken. He has numbness from the waist down. He hasn't returned to the dr for fear of what he'll do next. Initial implants were done without pt's permission or knowledge.